Event description:
It was reported that during a bladder procedure, the clip malformed and dropped off the device. Another device was used to complete the case. There was no adverse consequence to the pt.